Event description:
A facility reported that there was interference with video while using the hook handle(cev229). There was clipping of the video during broadcasts of scalpels (with wolf video) and two cables. The image cuts off when the handle was activated. Recently, the video cut off for two minutes due to the issue and time to reset the wolf video processor. The interference occurred when the devices were in use for several minutes and began to get dirty/clogged. It was reported that the device was in contact with the patient and the event led to an increase in surgery time of five minutes. No patient injury or death was reported.

Manufacturer narrative:
The hook handle (cev229-1a) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation verified the complaint reported by the customer as valid. The monopolar connector was blackened. The test of electrical continuity was compliant with a microfrance cable and not compliant with the cable received from the customer. According to the call discussion on (B)(6) 2021, the interference video issue didn't occur all the time. As the cable from the customer was already used, we are waiting for a new cable from the customer to confirm the issue of incompatibility. Root cause analysis: as this is a random issue, we cannot confirm that the interference video issue is related to the received product. However, the cable from the customer is not compatible with this integra microfrance product. This situation can generate the overheating of the connector and coagulation issue. An investigation will be reopened to confirm the root cause once a new cable is received from the customer. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.